Event description:
It is reported that the device was implanted in 1993. 15 years post-op, patient has a complication of 6mm polyethylene liner wear on the operative hip. Patient is tolerating the complication, no revision is planned.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.